Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited low out-of-range pacing impedance measurement. The rv lead was surgically abandoned and was replaced with no issue. Additional information indicated that the source of low out-of-range pacing impedance measurement was not conclusively determined. The pacing threshold had also increased. This pacemaker was explanted due to elective replacement. No additional adverse patient effects were reported.